Event description:
Ous MDR - the pacemaker never transmitted via home monitoring. The cardio messenger status was ok and the pacemaker home monitoring function was always programmed on. The distance between pacemaker and cm was below 1,5 m. The evia sr-t entered the eri status twice, first on the (B)(6) 2011 and again on the (B)(6) 2012 just a day after a reset was performed. During a follow up on (B)(6) 2013 the pacemaker was found to be in eri status again and therefore it was explanted.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were reinvestigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. As a first step of the pacemaker analysis a visual inspection was performed, revealing burn marks on the pacemaker housing. It is reasonable to assume that these burn marks resulted from a surgery tool. The pacemaker was interrogated revealing the battery status eri after an implantation duration of 36 months. However, the analysis of the pacemaker's memory content could not confirm a battery depletion. Therefore, the battery status had been reset. Subsequently a test message was transmitted and an interrogation showed that the pacemaker switched to the safety backup mode. Repetitions of the procedure always led to the same observation. During the further course of the analysis the pacemaker was opened. At first, the electronic module including the home monitoring circuitry and the home monitoring antenna were visually inspected revealing no anomalies. The battery was found to be sufficiently charged, however, during home monitoring transmission the battery voltage dropped significantly. The battery was disconnected from the circuitry and the home monitoring circuitry itself was electrical tested revealing no anomalies. The current consumption of the module was found to be normal and expected. Therefore, the battery was sent to the manufacturer for further detailed analysis. Analysis of the battery the manufacturing records were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process associated to this battery. The visual inspection of the battery did not reveal any external signs of damage. The voltage measurement confirmed a sufficiently charged battery. However, complex impedance analysis showed an impedance higher than expected for a battery near bol. Additionally, the battery could not deliver the required pulse current under application load. At a next step, the battery was opened for destructive analysis. During the inspection of the inner assembly it was noted that both the cathode as well as the anode plates were slightly fused together and the pores were shut down, clearly indicating that the pacemaker must have been exposed to a temperature environment of > 100'c. The observation is consistent to the high impedance measurement. Summary the device was subjected to an extensive and time consuming root cause analysis. The clinical observation was confirmed. However, the analysis showed that the device must have been subjected to a high temperature environment above 100'c such as resterilization at a single-use device.